Manufacturer narrative:
While there is no indication that a serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation results: received = 3x propex ii hook a102900000400 1x propex ii lip clip a102900000300 1x propex ii measuring wire a102900000500 1x propex ii unit sn: piiu-201700290 1x propex ii universal charger a102900000700 propex ii hook sav various cable problem there is bad electrical contact. The sheath of the wire is not damaged. The root cause of the wire wear near the hook happens because of frequent disconnection of the hook from the measurement cable. Replaced 1x p2 hook a102900000400 1x p2 measuring wire a102900000500 3x p2 lip clip a102900000300 1x p2 universal charger a102900000700 all complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that a propex ii eur giving incorrect measurements. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Received = 3x propex ii hook a102900000400, 1x propex ii lip clip a102900000300, 1x propex ii measuring wire a102900000500, 1x propex ii unit sn: (B)(6), 1x propex ii universal charger a102900000700. Propex ii hook sav various cable problem there is bad electrical contact. The sheath of the wire is not damaged. The root cause of the wire wear near the hook happens because of frequent disconnection of the hook from the measurement cable. Replaced 1x p2 hook a102900000400, 1x p2 measuring wire a102900000500, 3x p2 lip clip a102900000300, 1x p2 universal charger a102900000700.